Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). The universal power distributor (upd) was analyzed. Fa tech reviewed the error log, and there were several errors 31221 on node patient-side power distribution board (ppd), meaning the hardware high side switch fault field programmable gate array (fpga) logic has detected loss of power. The upd was installed and tested on the test system. The system started up without any error, and with good image. The audio is loud and clear. An emergency power off (epo) functionality test was passed. All the gantry motors were moved with the full range of motion, and test deploy for draping functioned without any issue. Voltage and current monitoring were found to be within range. The system ran 20 power cycles with this board, and all tests passed. The upd remained on the test system for hours in normal operation with no issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product noting non recoverable fault 31221, an investigation is in progress to determine the cause of this reported. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal power distributor (upd) to resolve the reported issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the system had non recoverable fault 31221. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed system logs and supported in troubleshooting. After multiple hard power cycles, the issue remained the same. The procedure was converted to laparoscopy with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported issue occurred during procedure and the ports were placed. The system was initially powered on without errors.